Event description:
It was reported that a patient underwent a balloon kyphoplasty at the t9 level. According to the report, the "cement leaked posteriorly though the surgeon was not concerned" as it did not affect the surgical outcome for the case. No patient complications were reported and the procedure was completed successfully.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital.